Event description:
The customer reported receiving multiple battery out limit alarms on their insulin pump. The customer stated that the alarm occurred after a battery change. The customer's blood glucose was 97 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.